Event description:
It was reported that the procedure was cancelled. A rotapro console were selected for use. During preparation, it was noted that the speed remained at 140k when the dynaglide mode was on. The procedure was not completed due to this event. The patient was stable after the procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. The rotapro console failed the cis rotapro manual test due to an air leak from the pneumatic kit. The failure was detected at the portion of testing for the advancer dyna mode button functionality test. The detected flowrate was out of the specified range. Product analysis confirmed the reported events, as the speed during dynaglide mode is not functioning properly during the cis functional test. The cause was traced to a faulty pneumatic kit.

Event description:
It was reported that the procedure was cancelled. A rotapro console were selected for use. During preparation, it was noted that the speed remained at 140k when the dynaglide mode was on. The procedure was not completed due to this event. The patient was stable after the procedure.